Event description:
The user facility reported four events of the needle separating from the snap connection of the holder. One event resulted in blood exposure to clinicians face all events using pediatric tube without an adapter.